Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, genital cleaning began with a closed-circuit 14fr bladder catheter, and when the cover was removed, the catheter was missing in the foley tray. This occurred during the intraoperative period. 14fr foley catheter with a separate collection bag was requested from the sub-central.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, genital cleaning began with a closed-circuit 14fr bladder catheter, and when the cover was removed, the catheter was missing in the foley tray. This occurred during the intraoperative period. 14fr foley catheter with a separate collection bag was requested from the sub-central.